Event description:
It was reported that implantable pacemaker, exhibited oversensing on the right atrial channel. Reprograming of the device was discussed. This device remains in service. No further adverse patient effects were reported.